Manufacturer narrative:
(B)(4). D10: 00596203210 - articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height - unknown. Unknown - unknown femoral component - unknown. G2 : foreign country : australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mild subsidence, loosening of the tibial component, and significant radiolucency. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, the patient was revised approximately 4 years later due to posterior medial subsidence of the tibial baseplate. The surgeon believes this may be due to the primary tibial cut being made with an anterior slope instead of a posterior, causing failure of the baseplate overtime. The poly was also revised due to standard procedure. Attempts have been made and all available information has been provided.